Event description:
I unfortunately need to return my device. I really wanted it to work for me, but it is causing me severe migraine headaches and visual/auditory complications. How do I start a return?